Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a generator and handpiece being used for a breast reconstruction surgery. It was reported that the surgeon's arm leaned up against the handpiece while it was not in active use and it burnt their arm. The hcp had set the handpiece down on the patients stomach area and then they leaned too close to the blade it burned their forearm. The device buttons were not activated when the event occurred. It was noted that the hcp had touched the blade 3 to 4 seconds after using it. The burn resulted in a small blister, but did not require treatment. The hcp had to break scrub to clean it and re-scrub in to finish the case. The hcp felt the blade should not have still been hot since the last use of it. There was no damage to the handpiece and it was noted that the smoke evacuation tubing was in place before and after the event. The handpiece was used for the remainder of the case with no further issues. There was a less than hour surgical delay and no impact on patient outcome.